Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to a surgical procedure in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no data for this sling as it was done at another hospital. No more information available through physician. Should additional information become available, it will be provided.